Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was decided to perform a whole system replacement which was successfully performed. This lead was surgically abandoned and is not expected to be returned for analysis. No further adverse patient effects were reported.